Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) alarmed and needed battery replacement. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5. Additional customer contact phone: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) needed battery replacement. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Customer reported unit not holding a charge. Fse instructed customer to charge over the weekend. Fse arrived on monday to test the batteries and the batteries did not last 15 minutes. Fse replaced batteries and instructed customer to charge overnight. Fse performed system checkout and released unit to customer for clinical use. A supplemental report will be submitted when our investigation is completed.